Event description:
It was reported that a malfunction occurred on the pump, with no notable events leading up to it. As a result, the customer¿s blood glucose level exceeded 500 mg/dl, reaching 594 mg/dl. The customer had not taken any action to address the high blood glucose level at the time of the report. Technical support provided information on how to reset the pump, assisted the customer with the process, and confirmed that the malfunction code did not recur after resetting. The customer was advised to continue using the pump and to call back if any further malfunction codes appeared.